Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in operating room for a procedure unrelated to the device. During the procedure the pulse generator exhibited backup vvi operation after suspected electrocautery interaction. After device software download, normal function resumed.